Event description:
The customer reported to customer service that the transformer housing for her breast pump "came apart."

Manufacturer narrative:
A replacement power adapter was sent to the customer. In a follow up with the customer, she indicated that after leaving it plugged in for "a number of days," the transformer housing cracked near where the cord meets the transformer, exposing inner electronics, though she does not know what happened to cause the crack. She did not witness any sparking, smoke or fire and an injury was not sustained as a result of the issue. The product was returned and evaluated. A breach in the transformer housing was confirmed. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Product samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.8 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 54.9 ohms, which is normal and indicates that the thermal fuse did not blow.